Event description:
The following has been reported: biomed reported: "ticket stated "service needed " cleaned and attempted to run infusion pump test. Asset would not run due to cassete misload error. I tried several cassetes and got the same error each time. No logs were retrieved due to pump being unable to run. Patient status unknown." A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for mechanical hardware failure (av sticky valve). Performed mock infusion and unit had a sticky valve failure. Log files indicate mechanical hardware failure (av sticky valve). Fva pins show signs of being sticky. Removed fva assembly and found fva pins and loading pins have debris. Cleaned fva, loading pins and channels. Fva motor had wrong screws installed and was holding the spring cage from functioning properly. Removed and replaced fva motor screws. Pneumatic manifold ipc tubing is pinched. Fva and upper/lower lip seals, ipc tubing, will be removed and replaced during repair process. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. No other damage found.